Manufacturer narrative:
(B)(4) - MDR 3003442380-2024-15127 - device 3 of 3. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's needle broke leading to high blood glucose level. The issue occurred with three consecutive injection sets. No further information available.